Event description:
It was reported that on (B)(6), 2012, a 3.0 x 18 mm xience v stent and a 2.5 x 12 mm xience v stent were implanted overlapping each other in the pre-dilated left main to the mid left anterior descending coronary artery (lad) bridging the circumflex artery. Kissing balloon technique was used to post-dilate the stents. Post-procedural intra-vascular ultrasound (ivus) was performed on (B)(6), 2012 and indicated that the stent implants were fully expanded/apposed to the vessel wall. The patient was discharged from the hospital. On (B)(6), 2012, the patient complained of chest pain in the early morning and was transferred to the hospital. During transfer to the hospital, ventricular fibrillation occurred and the patient went unconscious/cardiac arrest. Defibrillation and cardiopulmonary resuscitation (CPR) were performed followed by percutaneous coronary intervention (pci). Pci revealed a thrombus starting in the left main coronary artery and was confirmed inside both of the xience v stents. The thrombus was aspirated and then a plain old balloon angioplasty (poba) was performed, blood flow was restored, and cardiac function was reported to be improved. Due to the ventricular fibrillation, impaired/obstructed blood flow occurred to the brain and the patient remains unconscious. The physician stated that the cause of the thrombus formation is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.5 x 12 mm xience v, guide wire: sion blue, other: bayer aspirin:100mg/day from apr 3rd, plavix:75mg/day. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, cardiac arrest, and thrombosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.5 x 12 mm xience v is being filed under a separate medwatch report.